Event description:
It was reported that the patient presented to the hospital for a implant procedure. The pacemaker was explanted and replaced for unknown reason. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.